Event description:
Boston scientific received information that this right atrial (ra) lead had unknown product performance issue. Additional information indicated that the lead was not working and was causing nerve stimulation. This ra lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, helix testing was not performed due to dried blood/body fluid in the tip area which would inhibit helix function. The lead tip and helix appears intact. Moreover,this lead passed testing.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
Boston scientific received information that this right atrial (ra) lead had unknown product performance issue. Additional information indicated that the lead was not working and was causing nerve stimulation. This ra lead was explanted. No additional adverse patient effects were reported.